Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated on social media that two brush heads broke with very little use. No injury was reported.